Manufacturer narrative:
Additional information was added to h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink luer activated valves disconnected during imaging scans. There were attempts to tighten the connections multiple times without success. As a result, the devices were disconnected and new extensions connected to continue the procedures. There was no report of patient injury or medical intervention associated with this event. No additional information is available.